Event description:
It was reported that while using bd vacutainer® push button blood collection set, the needle retraction feature did not work, resulting in a dirty needlestick injury. No other medical intervention provided.

Manufacturer narrative:
H.6 investigation summary : material #: 367342. Lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h.10.

Manufacturer narrative:
Common device name: blood specimen collection device; intravascular administration set medical device type: one additional code applies; jka . A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, the needle retraction feature did not work, resulting in a dirty needlestick injury. No other medical intervention provided.